Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure. It was reported that the surgeon exchanged the iol for one with a two diopter difference. The iol was replaced with a z900200155 lens. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was received cut in two pieces. Surface residuals (debris/particles) compatible with handling the lens out of a particulate controlled environment were observed on both pieces of lens. The haptics were severely damaged. The condition observed in the lens received is consistent with a lens that has been implanted and explanted. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.